Event description:
It was reported that the user experienced low glucose while using the ilet system after a typical breakfast announcement, with sensor data showing glucose rose above 180 mg/dl and the pump, still in its learning period, delivered insulin that overcorrected, contributing to hypoglycemia; the user was advised that delivery could cease while running low and to take corrective action. Symptoms included hypoglycemia. Outcomes included troubleshooting and education provided, with the user instructed to drink juice and to call back if needed. Investigation included review of device reports and user history. Investigation of this case revealed that the device functioned as designed, with insulin delivery responding to sensed glucose trends during early adaptation, and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.